Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and upon testing on an in-house system, the iesu would not power on. The fuses were replaced for known-good parts, but the issue remained. The fuses were returned to as-arrived configuration. Erbe logs were inaccessible due to not powered on condition. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) would not power on. The tse had the customer check the power outlet, which was normal. The tse had the customer reseat and replace the power cord, but the issue was not resolved. The customer did not have a backup third-party generator or vision side cart (vsc).